Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No cracks noted on the display window or on the lcd glass. The insulin pump had minor scratched display window, cracked belt clip slot, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the paramedics picked him up twice in the same week due to low blood glucose values. The first incident the customer's blood glucose was too low to read. The customer was treated at the hospital and released. The second incident the customer's blood glucose was 30 mg/dl. The customer's girlfriend called the ER and the customer was treated with a shot, 4 packs of sugar, and fluids. He was not taken to the hospital. After the second incident he discovered a cracked screen on his insulin pump. The customer also mentioned another incident in (B)(6) in which his blood glucose was too low to read; he was sleeping and becoming soaking wet from his sweat. The patient was hospitalized and treated. Troubleshooting was declined for his low blood glucose. The insulin pump was returned and replaced.

Manufacturer narrative:
The pump passed the delivery accuracy test.